Event description:
It was reported to philips that the system could not emit x-ray. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed with a delay of more than 20 minutes by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system could not emit x-rays. The fse reviewed system log files and found tube defect, x-ray not possible errors. Upon troubleshooting, the fse stated that possible filament breakage. The supplier's part analysis conclusively determined the cause of tube failure was due to blown filaments. To resolve the issue, the fse replaced x-ray tube and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.